Event description:
It was reported that this pacemaker was found to be operating in safety mode and was subsequently explanted and replaced. This device was disposed of by the facility. Other than the surgical procedure, no additional adverse patient effects were reported.